Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient manifested cloudy effluent. That same day, the patient was started on intraperitoneal reflin (1g daily; duration not reported), intraperitoneal tobramycin (40 mg daily; duration not reported), and intraperitoneal heparin (0.5 ml three times daily; duration not reported) for peritonitis. The following day, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. Five days after the event onset, the patient was deemed recovered. Dianeal therapy remained ongoing. No additional information is available.

Manufacturer narrative:
Fourteen days after the event onset, the reflin, tobramycin and heparin treatments were discontinued and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.